Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring. (B)(4).

Event description:
Information received by medtronic indicated that the reservoir lip ring plastic piece was missing. Customer stated reservoir was able to lock in place when inserted into insulin pump. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.